Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer booted to a gray screen with head indicator in the upper left hand corner. The programmer hangs on the screen. Hard drive is noisy and is out of mechanical specification. Smart data found corrupted. Fan is noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was a system error while interrogating a device. The programmer was returned for service. No patient complications were reported as a result of this event.